Event description:
An internal incident occurred with a c-ppd-850 catheter. Reported as follows: equipment malfunction. Furman catheter tubing pulled apart from hub. Defective fuhrman cath left with manager. Change in pt's status and o2 stats decreased and equipment malfunction noticed at this time. Cpnp and dr called to bedside. Chest tube removed and x-ray taken. Requests for additional info have been unsuccessful. Pt's outcome unknown at this time.

Manufacturer narrative:
Lot # unknown as info not provided by reporter. Expiration date unknown as lot # info not provided by reporter. As examination of the catheter confirmed the separation of the hub; however, we are not able to determine the root cause of the separation at this time. We are aware of the potential for occurrence and have previously addressed this matter in an effort to minimize the potential for recurrence. This catheter is 100% verified to be securely in the fitting via both a manual tag and twist test. Additionally, the flare is confirmed to not be folded over the opening in the adapter. Nevertheless, the appropriate individuals have been notified of this matter and we will continue to monitor for similar reports.